Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of low birth weight baby ('pre-mature at 2.6ibs') and premature baby ('premature delivery') in a patient whose parent had inserted essure at the time of conception. Other product or product use issues identified: foetal exposure during pregnancy "fetal exposure during pregnancy" (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. On an unknown date, the parent had essure inserted. On an unknown date, the patient was diagnosed with premature baby and low birth weight baby. At the time of the report, the premature baby and low birth weight baby outcome was unknown. The reporter considered low birth weight baby and premature baby to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of low birth weight baby ('pre-mature at (B)(6) ibs') and premature baby ('premature delivery') in a patient whose parent had inserted essure at the time of conception. Other product or product use issues identified: foetal exposure during pregnancy "fetal exposure during pregnancy" (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. On an unknown date, the parent had essure inserted. On an unknown date, the patient was diagnosed with premature baby and low birth weight baby. At the time of the report, the premature baby and low birth weight baby outcome was unknown. The reporter considered low birth weight baby and premature baby to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.